Manufacturer narrative:
(B)(4). The reported complaint of "high baseline" alarm was confirmed by the field service representative. No part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported ""pump alarmed high baseline and the monitor turned off while in use." No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and noted the cold trap port was cross threaded. The pump assembly was installed into a known good ac3 for functional testing. The connection at the cold trap port was unable to fully connect due to the damaged thread. The pump was powered up successfully. Pumping was initiated. The pump triggered a "purge failure" alarm. A leak was noted at the cord trap port due to the damaged thread. The pcs assembly was removed from the bellow assembly. A known good pcs assembly was installed onto bellow assembly. Pumping was initiated. The pump passed leak testing, balloon pressure baseline, and the balloon volume checks. The pump was then left to run for over an hour without any issues. Visual inspection of the pump assembly in-ternal hardware was performed, and no abnormality was found. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high baseline alarms" is not confirmed. A known good pcs assembly was installed onto the bellow assembly and the bellow assembly passed functional testing. Up-on return, a damaged thread was noted at the cold trap port of the pcs assembly, which caused a purge failure alarm. The damaged thread on the cold trap port is not related to the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release for the reported complaint. The root cause of this complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ""pump alarmed high baseline and the monitor turned off while in use." No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Event description:
It was reported ""pump alarmed high baseline and the monitor turned off while in use." No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).